Manufacturer narrative:
Additional information: a4- patient weight; b5, g3, h2, h6 ¿ noise anomaly.

Event description:
New information received notes the right ventricular lead presented with noise after programming changes had been made. Further programming changes were made to address this. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) due to noise oversensing on right ventricular lead. Programming changes were made to restore normal parameters. The patient was stable.